Manufacturer narrative:
It was reported that during a left carotid endarterectomy the vessel loop was positioned around the distal and proximal carotid. When the surgeon was about to insert the argyle shunt into the distal portion of the carotid, the vessel loop suddenly broke and caused approximately 50ml of blood loss. Another vessel loop was opened and placed around the distal portion of the carotid. The surgeon proceeded with the case without further incident. The sample is available and has been requested to be returned for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the vessel loop broke and cause blood loss during the procedure.

Manufacturer narrative:
Sample received 10/15/2021. The sample was returned for evaluation and the customer reported issue of the vessel loop breaking was confirmed. The root cause could not be determined. No additional information is available. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.